Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Interference/noise was noted, with ventricular short interval count v-sic of 1875 counts, occurring in 46.81 days between (B)(6) 2012 and (B)(6) 2013. Concomitant product: product ID d284vrc implantable cardioverter defibrillator (ICD). (B)(4).

Event description:
It was reported that there were short interval counts (sic) and non-sustained tachycardia (nst) episodes on the right ventricular (rv) lead. Insulation damage was suspected. The lead was cut, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.